Event description:
Physician was using the gel mark during a biopsy with a mammotome probe. On removal of the applicator he noted that the tip was sheared off. The physician was able to retrieve the tip from the mammotome probe. There were no pt adverse effects.